Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel connection is disconnected. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited up-arrow key did not work during set up and inspection for use. There were no reports of patient involvement.